Event description:
It was reported that the implantable neurostimulator leads migrated because the pt did not follow the physician instructions. Impedances were fine. The leads were replaced. It was also reported that the implantable neurostimulator battery was depleting rapidly. The recharger cable was repaired. The pt had been seen at her first post op visit. There were no battery complaints at that time.